Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant in a patient. It was noted during procedure via angiography and transoesophageal echocardiogram, that the right disc of the occluder had a bulbous deformation and was not flat when deployed. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The decision was made to remove the 30-25mm amplatzer talisman pfo) occluder and replace it with another one of the same model and size to complete the procedure. The 30-25mm amplatzer talisman (pfo) occluder was not mishandled or damaged at all during device preparation. There was no clinically significant delay in procedure reported. There no adverse patient consequences reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one cine image was received showed the device to be in bulbous shape inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.